Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation can require medical intervention and is consistent with the reported IV dextrose administration and admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date, with insulin delivery appropriately reduced and suspended as glucose levels decreased. Clinical documentation indicates the user presented with additional symptoms including respiratory distress, and healthcare providers suspected altered mental status may have been related to respiratory factors rather than hypoglycemia alone. Based on available information, a causal relationship between ilet use and the reported hospitalization cannot be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 29-sep-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia resulting in emergency medical evaluation and hospital admission. The user was treated with IV dextrose and recovered. The user was discharged and no long-term health effects were reported.